Manufacturer narrative:
Exact date unknown, event occured several months ago.

Event description:
It was reported that the patients ipg would not hold a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.